Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod between 24 and 36 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent and the pod was leaking insulin. As treatment, a new pod was applied.